Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-01880, 0001825034-2019-01881, 0001825034-2019-01882, 0001825034-2019-01883. Report source: (B)(6). Customer has indicated that the product has returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that incoming inspection member found debris in the sterile package.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of visual inspection. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the operator not following instructions during the manufacturing process. The complaint is being reviewed through the CAPA process. If any further information is found which would change or alter anyconclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. UDI # (B)(4). Concomitant medical products: g7 screw 6.5mm x 25mm, pn010000998, ln 6490805, tprlc 133 mp type1 pps ho 12.0, pn 51-107120, ln 6479741, tprlc 133 mp type1 pps so 15.0, pn 51-106150, ln 6484448, tprlc 133 mp type1 pps so 13.0, pn 51-106130, ln 6484607. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-01880-1, 0001825034-2019-01881-1, 0001825034-2019-01882-1, 0001825034-2019-01883-1.

Event description:
No further event information available at the time of this report.